Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill tubing process could not be completed, and fill tubing process and pump prompted customer to go through load fill tubing process more than once. Customer's blood glucose was 140mg/dl. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed.